Event description:
Per (B) (4) adverse event report, all three of this pt's leads were determined to be dislodged by chest x-ray on (B) (6)2010. All leads were successfully repositioned on (B) (6)2010, and remain implanted. Should add'l info become available, this file will be updated. Setrox s 45, (B) (4), MDR 1028232-2010-01526; corox otw-s 75-bp, (B) (4), MDR 1028232-2010-01527.